Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: ssd 9736411 2.5in1tb s8 os 2.0.x dpd svc controller 9735824 em s8 svc cable 9735780 usb 2.0 em 1m s8 svc. The system was serviced in the field and the system went through one registration without any issue. After going into the software admin and back to registration, the system was no longer recognizing the instrument tracker. The medtronic representative (rep) tried another port and the issue remained. The patient tracker was green and tracking, but when it was adjusted in the field, the tracking view was lagging to show the change. The mouse and touch screen behavior was normal. A different emitter and breakout box were plugged in and the issue remained and the components functioned fine on the other system. The system was rebooted again and the issue then seemed normal. Codes b01, c07, and d02 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information regarding a navigation system. It was reported that during a case the system would not recognize any trackers. A medtronic representative (rep) tried a localized test and everything showed that it was working and connected in the application. A she restarted the system, she could not replicate the issue. There was a surgical delay of less than one hour. There was no impact on the patient outcome.

Manufacturer narrative:
The return of product 9735824 provided the lot number 603003542. D9, h2, h3: the hardware 9735824 was returned and analysis was performed. The reported complaint was unable to be confirmed. The con troller was connected to a test system for over 3 hours and successfully tracked instruments with the localizer status displaying all green. The controller functioned normally without failure. Codes b01, c19, d14 are applicable to this analysis. The hardware 9735780 was returned and analysis was performed. The reported complaint was unable to be confirmed. The returned cable had no physical damage and passed a continuity test with no opens or shorts detected. No problem was found. Codes b01, c19, d14 are applicable to this analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
After the medtronic representative restarted the system, she could not replicate the issue. This issue was intermittent. The break out box and emitter worked in a different system, so it was determined that the controller might be the cause of issue. The rep was able to use the bert head and everything worked. When she exited the procedure and then went back then the instrument tracker would go red.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.